Manufacturer narrative:
H10 the last information received for this device is that the engineer performed performance check quote request. Multiple attempts to retrieve device repair, and operational status has yielded no response. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11 g1 - contact office information.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a low minute ventilation (e/c 120e) error. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.